Event description:
Revision surgery - the pt suffered instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 3.1 years of patient use. The outcomes attributed to this event are non-serious. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical and was left in the patient. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: three due to infection, two for stability/poor joint issues, and one due to trauma. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.